Event description:
It was reported that the customer was hospitalized prior to the event. The customer was vomiting and became dehydrated prior to the event. The cause of event was not determined. The programming and histories were accurate. Additionally, the pump passed the bolus test. It was indicated that the customer was educated on the two hbg rule.